Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon performed surgery un patient on (B)(6) 2021 and patient presented one day post operation with a mild case of diffuse lamellar keratitis (dlk). Patient was treated with topical steroids and the dlk resolved in less than 2 weeks. No loss in vision reported. No patient information provided.